Manufacturer narrative:
Analysis of the AED's log files did not identify a cause for the depleted battery pack. The review identified that the AED is functioning as designed and can stay in service.

Event description:
An international distributor reported their customer's AED battery was depleted. The customer did not report this occurring during patient use.